Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room while experiencing dyspnea. It was found that the right ventricular lead exhibited loss of capture. Reprogramming was done and the lead was capped and replaced. The patient was stable before, during, and after.